Manufacturer narrative:
(B)(4). Placeholder.

Event description:
It was reported that the intraocular lens was explanted from the right eye and another lens implanted because the surgeon felt that there would be a better outcome with a different lens power. Result of new implant was good; no complications reported.

Manufacturer narrative:
Visual inspection of the lens revealed surface residuals, particles and fibers adhered to both sides of optic body which indicates that lens was handled in an unsterile environment. Diopter verification: optical inspection results showed that the lens diopter corresponds to a 17.0 diopter lens. The product met the acceptance criteria. All pertinent information available to the manufacturer has been submitted.